Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. Reportedly, the battery compartment was cracked and the battery cap was unable to tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked with stripped threads. The returned battery cap had damaged threads. During testing, the pump was unable to power on with the returned battery cap or a test cap. The pump cover was opened and moisture contamination was found throughout the inside of the pump. Unrelated to the complaint, the audio bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).